Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited decreased impedance measurements and increased threshold measurements. Updated information indicates that the endotak lead was removed from service due to a fracture of the rate sense terminal. The device was electively removed as well and a pectoral system was implanted.